Event description:
Femur im nail broke at bone fracture site. Patient had previously had osteotomy to increase leg length. External fixitor utilized to stabilize osteotomy. Patient fractured femur while utilizing external fixitor. Surgeon used the im nail to repair fracture. Patient was playing basketball 10 weeks post revision surgery when im nail is believed to have broken. Patient reports no pain and family will not agree to revision surgery.